Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the customer had a high blood glucose as well as insulin pump had open book image. Customer's blood glucose value was 520 mg/dl. Customer also stated that they were asleep when the insulin pump started beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.